Manufacturer narrative:
If the device is returned an investigation will be conducted and a supplemental report will be filed. This report is being filed due to the patient reporting scarring caused by use of the livongo blood pressure monitor.

Event description:
The patient reported that use of the livongo blood pressure monitor resulted in scarring on their arm.